Event description:
It was reported that surgery too place to explant and replace the ipg, which addressed the issue.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient had not maintained the device as recommended, having not recharged the ipg in over 2 months. Surgical intervention is planned to replace the ipg.